Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system from batch 24285492. The shelf box and device pouch were also returned for analysis. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. The device pouch label was held over a light and the batch number underneath was visible. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the label underneath has the batch number matching the returned device.

Event description:
It was reported that the stent inside the packaging was the incorrect size. An eluvia drug-eluting vascular stent system was selected for use in a procedure within the superficial femoral artery (sfa). The target lesion was 100mm long. During preparation, the packaging was opened, and the device inside was the incorrect size. The package was labeled 6mm x 100mm, but the stent size was determined to be 6mm x 40mm by balloon comparison. It was noted that the inner pouch matched the outer carton/shelf carton. The 6mm x 40mm stent was implanted anyway to avoid waste. No patient complications were reported.

Event description:
It was reported that the stent inside the packaging was the incorrect size. An eluvia drug-eluting vascular stent system was selected for use in a procedure within the superficial femoral artery (sfa). The target lesion was 100mm long. During preparation, the packaging was opened, and the device inside was the incorrect size. The package was labeled 6mm x 100mm, but the stent size was determined to be 6mm x 40mm by balloon comparison. It was noted that the inner pouch matched the outer carton/shelf carton. The 6mm x 40mm stent was implanted anyway to avoid waste. No patient complications were reported. It was further reported that a drug-coated balloon was used to treat the additional lesion length.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system from batch 24285492. The shelf box and device pouch were also returned for analysis. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. The device pouch label was held over a light and the batch number underneath was visible. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the label underneath has the batch number matching the returned device.